Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual evaluation shows a single device was returned without any original packaging. The wire to pass sutures has broken. The anchor has been deployed and was not returned. A functional evaluation shows the wheel could be turned in both directions. The magnum 2 is a single use device and could not be fully functional tested. The wire to load sutures has been broken. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include: (1) improper suture loading, (2) excessive tensioning. Or (3) improper alignment of the inserter handle with the bone hole. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4)

Event description:
It was reported that during an arthroscopy, two (2) magnum 2 knotless suture snapped when winding the knob after securing the anchor on the patient's bone. It is unknown if there was a back-up device available or if there was a delay. No further complications were reported.